Manufacturer narrative:
H3 other text : customer judged that battery was broken however didn't request for philips repair service.

Event description:
Philips received a complaint on the dfm100 indicating that the device alarm: battery need to be replaced. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.